Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was alarming button error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to corroded button on keypad traces. The device had minor scratched lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker.